Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. It should be noted that the intended use of the mitraclip ntr/xtr system, per the instructions for use is for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated, and the reported difficulties appear to be due to case circumstances. It is likely that using the mitraclip for the tricuspid valve contributed to the reported difficulties. The recurrent triscupid regurgitation (tr) was a result of the single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat tricuspid regurgitation (tr) with a tr grade of 4. One clip was implanted, reducing tr to <1. Prior to discharging the patient, on (B)(6) 2018, echocardiogram was performed. The clip had detached from the posterior leaflet and remained attached to the septal leaflet (slda). Tr increased to 4. On (B)(6) 2018 a second tricuspid procedure was performed. Two mitraclips were implanted, reducing tr from 4 to 2. The patient remained stable. No additional information was provided.